Event description:
It was reported that during a lap gastric bypass procedure, the surgeon fired the device twice with 2x white 45mm reloads on the small bowel. On each of these firings, the staple line completed but the tissue did not quite cut to the end. The surgeon used a clip and scissors to complete the transection. After this, the surgeon stapled the patient's stomach using blue 3 x 45mm cartridges. On the three blue firings, the tissue stapled but only ¾ cut. The firing did not look right and to avoid stapling over the final ¼ of the staple line, the surgeon opened a new device after the third firing. The firings with the new device were fine and the cut and staple lines completed fully. The sales rep was also there for the case and the device did not fire as usual on at least three firings, the second device fired well. The scrub nurse was also washing and checking the device between firings. The procedure was prolonged for five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45al device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.